Event description:
It was reported that during pre-test the pump had cassette not attached properly, reattached cassette. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. E1 - initial reporter phone with extension - (B)(6). Additional contact information: (B)(6).

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a high priority alarm, cassette not attached properly. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed, however verified in the event history log. The probable cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.